Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / malposition of essure device location of device: right essure"), fallopian tube perforation ("perforation of the fallopian tube / right essure punctured tube") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, clot blood, diabetes and hemoglobin. Previously administered products included for an unreported indication: mirena, cymbalta, efexxor, abilify, naprosyn, metformin, zolpidem, lisinopril, pravastatin, nortriptyline, seroquel, prazosin and glucotrol. Concurrent conditions included abdominal pain, pain, dyspareunia, pelvic pain, polycystic ovarian syndrome, sexually transmitted disease, anxiety, depression, hyperlipidemia, pulmonary embolism, iron deficiency anemia, urinary retention and vaginal itching. In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and haemoglobin decreased ("low hemoglobin levels,"). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine pain ("severe uterine pain / right side of the uterus pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, uterine pain, dyspareunia, anxiety and depression outcome was unknown and the haemoglobin decreased had resolved. The reporter considered anxiety, depression, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, haemoglobin decreased and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: one essure migrated and perforated tubes hysterosalpingogram show that unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 12-sep-2018: pfs received - new event 'low hemoglobin levels' was added. New reporter were added. Historical and concomitant conditions and medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), fallopian tube perforation ("perforation of the fallopian tube") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine pain ("severe uterine pain"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgical procedure with removal of the essure devices) and surgery (surgical procedure with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, uterine pain, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: one essure migrated and perforated tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.